Manufacturer narrative:
The harmonic ace instrument was received for failure analysis. Visual inspection displayed no signs of physical damage. The teflon pad and curved blade were not damaged and still intact. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion. The blade opened and closed properly. The instrument was fully functional. There was no problem detected.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis.

Event description:
It was reported that during a da vinci-assisted left thyroid lobectomy procedure, the surgical nurse in charge stated on the screen they confirmed that a part of the harmonic tip of the harmonic ace instrument had melted. It was also confirmed that a foreign substance had fallen off into the patient, it was wrapped with the hemostatic gauze inside and wiped off to remove it. Visual confirmation was performed to confirm the fragment was removed. No additional procedures or imaging was performed. A new harmonic ace instrument was installed, and the surgery was completed robotically. The retrieved fragment was disposed of and will not be returned. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.